Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified significant wear about the implant threads and collar. Most of the tines are fractured off. The internal drive feature was confirmed to contain the fractured piece of the reported screw, which was too badly damaged to be removed or identified. Signs of removal are noted on the screw and implant. No pre-existing conditions were noted on the per. Review of appropriate documentation: documents reviewed: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or devices (zimmer screws). Therefore, based on the available information, screw malfunction did occur and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change 'no' to 'yes' h6: evaluation codes h10: additional narrative

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Brand name unknown / not provided; device product code unknown / not provided; catalog number and lot number unknown / not provided.

Event description:
Unknown zimmer screw fractured and a piece was stuck in the implant requiring implant to be removed. Tooth location 16.